Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was 417 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test and found no occlusions during filling. Also, inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking test and no leaks were noted.